Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿enteral feeding pump is locked and does not have an audible alarm.¿ the unit was triaged and the reported issue could not be confirmed at this time; functional and electrical safety tests completed successfully. Clean and sterilized equipment as per manufacturer specifications. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump is locked and does not have an audible alarm.

Manufacturer narrative:
Submit date: 11/29/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump does not have an audible alarm.